Event description:
Prior to implant procedure, the pt's right hypogastric artery had been embolized. Deployment of the device noted a distal endoleak on the contralateral side. In order to extend the landing zone of the leg graft in the common iliac artery, an iliac leg extension was deployed, landing just above the left hypogastric artery. Post angiogram noted patent renal arteries and a patent left hypogastric artery. Endoleak had been resolved.